Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a chip and a crack, the adhesive on the bending section cover rubber had a white-clouded area, the image guide protector had a scratch, the paint on the air/water cylinder was peeled, the paint on the suction cylinder was peeled, the universal cord had a scratch, the protector of the universal cord on the scope connector side had a scratch, the adhesives around the objective lens had a white-clouded area, the adhesives around the light guide lens had a white-clouded area, the plastic distal end cover had a scratch, and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had an angulation malfunction. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found foreign material was attached to the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.